Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung s24+, with android operating system version 15. The customer encountered a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted to changes in their glucose levels and experienced drowsiness and a loss of consciousness. After regaining consciousness, the customer self-treated with orange juice and bread. An unspecified third party called the fire department, and the firefighters went to the customer's home and accompanied the customer to the hospital. At the hospital, the customer had contact with a healthcare professional (hcp) who performed a perfusion, CT scan, and administered an unspecified IV drip for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer reported for signal loss. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. The known good sensor was scanned and few minutes warm-up observed. ¿signal loss alarm¿ features was enabled in the app and the phone device was placed in faraday bag to interrupt signal to sensor. Signal loss alarm was observed after few minutes. Phone was removed from bag and confirmed sensor was reconnected within few minutes. App was connected with returned sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader and performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Signal and sound icons were observed as activated. Waited for few minutes to ensure that there is no disruption in the ble connection between the devices. Reader was connected the reader to approved software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. Section d4 (primary UDI number), h4 (device mfg date) and d4 (expiration date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(Sensor:) the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. (Software:) a signal loss was reported and investigated. Attempts were made to replicate the issue using a similar configuration of google pixel 8 (android 15, 2.12.1.11476). Enabled the "signal loss alarm" feature in the app and placed the phone device in a faraday bag to interrupt the signal to the sensor. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, the function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung s24+, with android operating system version 15. The customer encountered a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted to changes in their glucose levels and experienced drowsiness and a loss of consciousness. After regaining consciousness, the customer self-treated with orange juice and bread. An unspecified third party called the fire department, and the firefighters went to the customer's home and accompanied the customer to the hospital. At the hospital, the customer had contact with a healthcare professional (hcp) who performed a perfusion, CT scan, and administered an unspecified IV drip for treatment. There was no report of death or permanent impairment associated with this event.